Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, clear passage, and pressure testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was experienced with a cleaklink duo-vent continuous-flo set. There was no patient injury or medical intervention associated with this event. No additional information is available.